Event description:
It was reported that during a da vinci-assisted surgical procedure the long bipolar grasper instrument had a broken cable. It was reported a fragment fell into the patient and was retrieved during the same procedure.

Manufacturer narrative:
The long bipolar grasper instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.